Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9262110. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the intima-ii y 24gax0.75in ss prn slm npvc experienced leakage at the connection site during use. The following information was provided by the initial reporter: on the first day after obstetrics, the infusion of oxytocin and pituitrin induced contractions and hemostasis was performed. During the infusion, there was leakage at one end of the catheters-free airtight infusion joint, and no leakage was observed after the replacement of heparin cap. During the double-channel infusion process, the infusion set was disconnected at one end of the joint and the infusion was stopped. At the same time, the end of the heparin cap was connected to the infusion pump. Due to the pressure of the infusion pump, leakage occured at the end of the needle-free closed infusion joint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 24ga x 0.75 in ss prn slm npvc experienced leakage at the connection site during use. The following information was provided by the initial reporter: on the first day after obstetrics, the infusion of oxytocin and pituitrin induced contractions and hemostasis was performed. During the infusion, there was leakage at one end of the catheters-free airtight infusion joint, and no leakage was observed after the replacement of heparin cap. During the double-channel infusion process, the infusion set was disconnected at one end of the joint and the infusion was stopped. At the same time, the end of the heparin cap was connected to the infusion pump. Due to the pressure of the infusion pump, leakage occured at the end of the needle-free closed infusion joint.